Event description:
It was reported that the patient's left ventricular was inducing extra cardiac stimulation. It was further noted the lead was failing to capture. During lead revision, the novel left ventricular lead failed to capture and upon implant, was noted to dislodge. The procedure was completed using an alternate left ventricular lead on (B)(6) 2024. The patient was discharged without complications.